Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 4: reference MFR. Report: 1627487-2016-00200; reference MFR. Report: 1627487-2016-02498; reference MFR. Report: 1627487-2016-02499. The patient received two scs anchors from the same lot. It was reported the patient was admitted to the emergency room due to a superficial infection at the lead and ipg sites. The infection sites were cleaned and the patient was sent home. Subsequently, surgical intervention was undertaken to explant the entire system. Cultures were taken, however, the results are unknown at this time.